Event description:
It was reported that on (B)(6) 2015, following a pump and catheter replacement surgery, the patient experienced hypotension and hypoxia secondary to anesthesia and pain medication. Diagnostics included the nurse observations and vital signs. A magnet was placed over the pump to suspend therapy and the patient¿s symptoms subsided. Therapy was resumed the same day. The symptoms returned that day and a magnet was again placed over the pump. As of that day, the event was ongoing. The event severity was indicated to be severe. It was indicated that the patient was receiving compounded baclofen or morphine sulfate. However, specific drug information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2015-01383 for information pertaining to the previous pump and catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional via a product surveillance registry and it was reported that the event was related to the intrathecal medication hydromorphone (concentration and dose not reported).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on (B)(6) 2015 and it was reported that the clinical diagnosis for the event was "drug overdose symptoms".

Event description:
Additional information later received the event resulted in a serious deterioration in the health of the patient and resulted in in-patient or prolonged hospitalization. Therapy resumed (B)(6)-2015. The outcome was resolved without sequelae (B)(6) 2015.